Event description:
Customer reports the meter read 42 mg/dl on display before dosing the strip while using the compact system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.